Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited intermittent loss of capture (loc) on the left ventricular (lv) lead just a day after implant. Technical services (ts) recommended follow up in clinic to test the thresholds and confirm capture. This crt-d and lv lead remain in service. No adverse patient effects were reported.